Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic valve, the device was recaptured into the delivery catheter system twice due to an unspecified reason. Just after implant, the patient had a valve gradient of 21 mmhg with no regurgitation present. 6 months after the procedure, the gradient was 32 mmhg and medication was administered. Approximately eleven following the implant of this transcatheter bioprosthetic valve into a non-medtronic valve, the patient was hospitalized due to anemia associated with melena. The anemia improved by blood transfusion; however the source of the bleeding could not be identified by endoscopy. The patient was discharged however the anemia did not appear after the patient started transitioning from fluid to solid food over time. After 1 year, the valve gradient had decreased to 23 mmhg. After 2 years, the gradient was 14 mmhg. Approximately four years and one month following the implant, an echocardiogram was performed and revealed suspected pat ient-prosthesis mismatch. Additionally, mild paravalvular leak was observed. Approximately 4 years and 9 months after implant, no subjective symptoms were observed of the possible patient-prosthesis mismatch. The patient's recovery progress was good. No additional adverse patient effects were reported.